Event description:
The affiliate reported the customer alleged elevated vitamin b12 quality control (qc) and patient results, on separate days, involving the access vitamin b12 assay utilized in conjunction with the unicel dxi 800 access immunoassay system (serial number (B)(4)). The customer was advised to perform a precision test on each pipettor and erratic vitamin b12 results were obtained. Pipettor verification was performed and pipettor #2 failed. Subsequent quality control (qc) was performed and failed. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument and performed pipettor matching verification, high sensitivity system check, replaced the pipettor tips and aspirate probe peristaltic tubing, adjusted the ultrasonics, completed pipettor alignments, verified aspirate and dispense probe alignments, and performed precision test on the pool sample. Hardware areas were addressed but did not resolve the issue. The fse indicated precision results for all pipettors were acceptable but the means between the pipettors (1 through 4) varied significantly. The fse loaded a new reagent pack (from the same lot) on the instrument, and the customer successfully completed calibration and quality control (qc). The fse completed another precision test and noted the sample means across all pipettors correlated. The fse noted the access vitamin b12 assay packs faulty with lesser concentration of particles. The customer is uncertain if the erroneous patient results were released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The questioned reagent packs were sent to beckman coulter for further evaluation. This report references the event date noted.

Manufacturer narrative:
Additional information: the suspect access vitamin b12 reagent packs were sent back to beckman coulter for investigation. Further analysis confirmed a lower than nominal concentration of paramagnetic particles (pmp) in some of the returned vitamin b12 reagent packs from lot number 270139. Investigative testing of the reagent packs produced data that correlated with the alleged erroneous results. This affected lot number of vitamin b12 reagent is not distributed in the united states.

Manufacturer narrative:
At beckman coulter revealed an issue with the paramagnetic particles (pmps) within the returned reagent packs. This incident is currently under further investigation. A definitive cause of the incident is unknown at this time. All related medwatch reports associated with this incident: 2122870-2013-00188, 2122870-2013-00189, 2122870-2013-00190, 2122870-2013-00191, 2122870-2013-00197, 2122870-2013-00198, 2122870-2013-00199.